Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. This device has been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. This device has been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to infection. This device has been received. Other than the surgical procedure and infection, no additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt. Analysis of the returned product is not able to provide relevant information for infection-related allegations. A review of device history record was performed and there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. There is no indication that the device manufacturing process contributed to the reported event.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. This device has been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to infection. This device has been received. Other than the surgical procedure and infection, no additional adverse patient effects were reported.